Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The device was not returned.

Event description:
It was reported that when deflating the balloon on the catheter, a cuff formed at the bottom of the balloon. Subsequently, this made it difficult to pull the catheter from the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when deflating the balloon on the catheter, a cuff formed at the bottom of the balloon. Subsequently, this made it difficult to pull the catheter from the patient.

Manufacturer narrative:
Received 1 used silicone catheter with a scanned copy of the labeling. The reported event was unconfirmed, as the problem could not be reproduced. Per visual inspection no defects were found. During the functional evaluation the balloon was inflated with air and deflated and no cuff rolls were formed. Next, a 5ml mixture of water and blue methylene was introduced with a syringe into the catheter which sat resting for three minutes on a flat surface, and the balloon deflated on its own and no cuff rolls were formed. The dimensional evaluation of the catheter was found to be within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that when deflating the balloon on the catheter, a cuff formed at the bottom of the balloon. Subsequently, this made it difficult to pull the catheter from the patient.